Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic, post-paced rv oversensing was observed. Oversensing was not reproduced with isometric testing. Review of the episode showed myopotential oversensing. Programming changes were made.